Event description:
It was reported that the patient experienced a cylinder rupture of their inflatable penile prosthesis (ipp). The device was removed and a new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.